Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was made available for further investigation. Based on the log file analysis, a 'device failure (14)' and a derived 'speaker faulty' alarm event could be verified for the reported date of event. Both alarms were caused by a temporary impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. A stop of ventilation could not be confirmed. The device was switched off by the user via rocker switch. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message 'device failure (14)' will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active 'device failure (14)' alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a 'device failure 14' alarm occurred during use and the device failed to ventilate. During the event, the screen was black except a red bar across the top. There were no patient health consequences reported.